Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. H11: the percuflex ureteral stent was returned with the pouch and suture for analysis. The reported event of stent shaft break will be confirmed. During the visual and magnification inspection, it was found that the stent bladder was detached from the shaft. Regarding to the analysis performed to the returned device, it is possible to conclude that this issue could be caused by operational factors. If the retrieval line gets entangled in the stent coil and is removed using excess force, the stent can get detached or separated during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during unpacking, the physician unpacked the device and it was found that the stent was fractured. The patient condition following procedure stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during unpacking, the physician unpacked the device and it was found that the stent was fractured. The patient condition following procedure stable.